Event description:
Sabo saw started making a "metal to metal sound" towards the end of sternotomy. When they checked, it was broken. Surgical team checked for missing pieces, none found. Checked on patient, he was ok. New saw used and proceeded with surgery.